Event description:
The customer stated that the architect i1000sr analyzer generated error code 5307, "liquid waste high pressure condition detected." This message indicates that the liquid waste is full and needs to be emptied. When the customer went to release the liquid waste tubing connector, she was splashed in the eyes. The customer was not wearing personal eye protection (safety glasses) at the time of the occurrence. The customer flushed her eyes with water and followed the hospital's procedures and had blood drawn for hepatitis and retrovirus markers. A follow-up eye examination was performed and no medical treatment was administered. No injury was reported. Field service was dispatched and noted that the architect liquid waste bottle was missing a relief (vent) hole.

Manufacturer narrative:
(B) (4) upon inspection, field service noted that the architect liquid waste bottle was missing a relief (vent) hole. All in-house inventory was inspected and non-conforming waste bottles were found. A field correction was taken by implementing a mandatory technical service bulletin (B) (4) on august 14, 2009. The tsb instructs field service personnel to inspect architect liquid waste bottles in the field and to add a vent hole (using a drill bit) if one is not present. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect liquid waste container. Based upon the information provided in the complaint, as well as identifying non-conforming architect waste containers in-house and were distributed to the field, a deficiency of the architect waste containers, (ln 06l05-01) was identified. A review of complaints and quality metrics identified no adverse trends in association with the complaint issue. A review of labeling showed the architect system operations manual provides adequate information regarding personal protection equipment (ppe), which includes protective eyewear, and hazards to avoid personal injury. The waste container is labeled as biohazardous and the operations manual provides ppe precautions when handling biohazardous materials. Additionally, the connector for the tubing to the waste bottle is designed to minimize the potential for splashing. Error code 5307 alerts the operator that a liquid waste high pressure condition has been detected and the operations manual lists probably causes and corrective actions.